Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to MRI exposure. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, the device was found to be in backup vvi mode. It was noted that the device was exposed to MRI. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator.

Event description:
New information received indicates that the patient was in stable condition post-procedure.